Manufacturer narrative:
Patient was reported as being in their 70's. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a ptbd procedure. During the drainage process, it was noted that the catheter was leaking at the hub. The device was removed and replaced with a device from another company. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: product received on: 23 august 2018. Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One used, unlocked 8.5fr mac-loc catheter with the stiffening cannula fully inserted was returned for evaluation. Biological matter was present on the device with no additional surface damage noted. The cannula was removed with no difficulty. A leak test was conducted and confirmed the presence of a leak between the connector cap and catheter tubing. Tug and twist tests revealed that the catheter tubing was able to freely rotate within the connector cap, indicating that the flare was not fully secured. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared slightly lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device components were manufactured within the correct specifications and tolerances, but a physical examination noted that the number of threads showing on the adapter exceeded what was detailed in the manufacturer¿s specifications. Additionally, a document based investigation evaluation was performed. The instructions for use (IFU) instruct that the product should be inspected prior to use to ensure that no damage has occurred. A review of the device history record revealed nonconformances for punched through side ports and incorrect labeling within the main lot. The catheter subassembly revealed nonconformances for foreign matter, dents, dirt, tip damage and injection molding. All affected devices were identified and scrapped out or reworked prior to release. It should be noted that there were no other complaints associated with this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. It is possible that the root cause is manufacturing related. Possible factors that could have contributed to the cause include the presence of the suture within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading although these factors could not be confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.